Event description:
The complainant reported the patient was on impella rp flex support. Lower than expected flows were noted towards the end of therapy. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product returned. Data review: data logs show that on the last day of support the placement signal (ps) begins to drift upwards from around 60 to 250mmhg. Flows thus decrease. Motor current (mc) and central venous pressure (cvp) are stable during this time. This indicates dp sensor drift. There are no other log abnormalities. This sensor issues causes the flows to be wrongly displayed as low to the user, but stable mc indicates pump to be flowing. The cause of the placement signal issues was most likely dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. E4 should have been left blank on the initial report.

Event description:
The investigation uncovered placement signal issues.